Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, after inserting the farawave catheter into the sheath, aspiration from the side port continued to draw air. The issue was attributed to a defective hemostatic valve, and the sheath was subsequently replaced. Only starter guidewire was inside the sheath prior to, and/or at the time, the air was observed. An infusion pump was used for the irrigation of sheath and the guidewire was within the farawave the procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that the faradrive steerable sheath was selected for use during a pulmonary vein isolation procedure. During the procedure, after inserting the farawave catheter into the sheath, aspiration from the side port continued to draw air. The issue was attributed to a defective hemostatic valve, and the sheath was subsequently replaced. Only starter guidewire was inside the sheath prior to, and/or at the time, the air was observed. An infusion pump was used for the irrigation of sheath and the guidewire was within the farawave the procedure was successfully completed using a replacement device. No patient complications were reported. The product will be returned for analysis.